Event description:
It was reported that the catheter broke. A renegade stc 18 infusion catheter was selected for use during a trans-arterial chemo embolization, in the arteries of the liver. During the procedure, it was noted that the renegade stc broke within the base catheter. The physician had to entirely remove the base catheter with the broken renegade stc in it, and the procedure was completed successfully by regaining access with a base catheter and advancing a non-boston scientific microcatheter for the delivery of the embolic beads. There was no harm to the patient.

Event description:
It was reported that the catheter broke. A renegade stc 18 infusion catheter was selected for use during a trans-arterial chemo embolization, in the arteries of the liver. During the procedure, it was noted that the renegade stc broke within the base catheter. The physician had to entirely remove the base catheter with the broken renegade stc in it, and the procedure was completed successfully by regaining access with a base catheter and advancing a non-boston scientific microcatheter for the delivery of the embolic beads. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product to boston scientific consisted of a renegade stc-18 micro-catheter. The device was inspected for damage or irregularities. The renegade showed multiple bends and kinks on the shaft. The shaft was separated 41.6cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint for shaft damage was confirmed. No other issues were identified during the product analysis.